Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix testing was not successful most likely due to dried body fluid in helix mechanism. As a result, the helix allegations were confirmed.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead experienced helix issues. The helix on the rv lead did not extend until a few minutes after the physician stopped turning the fixation tool. The physician was not satisfied with the impedance measurements of 1600 ohms. The helix retracted after 11 turns of the fixation tool, but after more than 20 turns the same extension issues were noted. As a result, a competitor lead was implanted. After the procedure, the rv lead was tested on the table and appeared to function appropriately. No adverse patient effects were reported.